Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela power supply, and evaluated the device. An evaluation of the component was unable to confirm or duplicate the reported issue.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when the power supply was assembled to the ventilator, the ventilator alarmed "motor failure" and there was a burnt smell coming from the power supply. There was no patient involvement associated with this issue.